Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer reporting the backup alarm failed error sounded on the v60 ventilator. The device was in clinical use. There was no report of harm. The v60 was exchanged for an alternative unit. A manufacturer's product support engineer (pse) evaluated the device and was unable to duplicate the issue. The error code was confirmed in the diagnostic event log. The pse determined a failure of the cpu (central processing unit) board.

Manufacturer narrative:
A manufacturer's product support engineer (pse) replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no issues. The pil technician verified that the alarm error code e1104 occurred once in the log. Neither the occurrence nor the associated error code e1104 could be duplicated at the pil during the boot up of the system pcba or standard test bed operation using the system pcba. The system pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specifications. Ls1 resistance was measured as a solid 394k ohms, verifying that ls1 is not shorted or open and ls1 functions with a discernable audible tone with 10vdc applied. With the unit in a no power/ hardware power fail state the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue.

Manufacturer narrative:
The pse (product service engineer) provided their analysis findings to the customer and advised part replacement. Repair is pending customer approval. At this time, the customer has not permitted further repair activity. Therefore, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.